Manufacturer narrative:
(B)(4). Batch: t5a270. Investigation summary: the analysis found that one pve35a device was returned for analysis with a cartridge loaded on the device. The reload was received partially fired 2/3. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler would not release and open after firing the device. The surgeon used the manual override to retract the knife blade back into its housing in order to open the device. Surgeon stated that the manual override lever did not function properly. The surgeon stated that the lever did not move back and forth like it should. The jaws were eventually opened. The jaws were locked on tissue. Surgeon was able to remove the device from the tissue. There were no patient consequences reported.